Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was confirmed. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by health care professional hcp). Impressions: abutment of the prosthetic femoral head and acetabular cup reflecting liner displacement and intra-prosthetic dislocation (ipd) as noted. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: ep-200156-act artic e1 hip brg 28x50mm-730420,, unknown-unknown stem-unknown, unknown-unknown metal head-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01641. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient experienced an intra-prosthetic dislocation (ipd) during reduction of the dislocation. Subsequently the patient was revised due to the polyethylene liner dislodging the metal head. Attempts have been made and additional information on the reported event is unavailable at this time.